Manufacturer narrative:
Results of evaluation of this pump did not indicate any issues with the operation of the device. This reported difficulty is attributed to possible misprogramming.

Event description:
Pump was administering pain medication during an epidural. At some time during or after bolus dosing of the pain medication, the pump was found to have administered 50cc in 45 minutes. The patient experienced numbness in the extremities. The pump was removed from service. The patient was monitored by the physician. No other problems or sequela has been reported.